Event description:
It was reported during a surgery procedure, the proximal locking of the target device was not possible. Another device was used to complete the surgery.

Manufacturer narrative:
Additional information has been requested and, if received, will be provided on a supplemental report.